Manufacturer narrative:
The returned valve was patent. The valve was able to adjust to all pressure level settings within one attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be not working properly. According to the report the device was not able to adjust pressure level settings. The report stated that the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient has been discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.